Event description:
It was reported that while connecting the ilet to the ilet mobile app, the user observed a blood glucose value of 61 mg/dl on the ilet and treated with oral glucose tablets, after which glucose returned to range and the phone successfully connected to the ilet. Symptoms included hypoglycemia. Outcomes included resolution of the hypoglycemia without alerts, alarms, or hospitalization, and completion of troubleshooting and education. Investigation included customer technical support review and user guidance for app connection. Investigation of this case revealed no device malfunction and no alert behavior, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.